Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low sensing and high capture threshold were observed. The pace/sense portion of the lead was capped. The defib portion of the lead remains in service.